Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During an unknown procedure; the needle popped off the suture during the capsule closure. Orthopedic service line lead stated this is the fourth needle from this lot number to pop off the suture. Two surgeons involved. No other details such as patients or specific procedure-known at this time. Actual suture discarded. Unopened suture from the affected box/lot number will available for return. Surgical delay unknown. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the damaged device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.